Event description:
It was reported by the patient that the previously working remote monitor was not responding to the start button. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analysis confirmed the customer comment, it would not start an interrogation. The power supply was not returned with the monitor. The monitor did fail power testing, and debug and rework was done on an integrated circuit component and then the monitor passed the full debug mode test.